Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was rebooting after inserting a new battery. The reporter indicated that the pump powered to the verify screen and then beeped and rebooted to the verify screen again. The reporter indicated that it was unclear if it may have been a bad battery or not but the reporter did not have any additional batteries to complete troubleshooting of the issue. This report is made because the troubleshooting of the event was unable to be completed to determine if the issue could be resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings:a review of the pump black box contained no data from the time of the reported event due to continued patient use however, multiple power events were observed in the black box following a ¿pump suspension¿ warning. The pump battery cap was not returned with the pump; a test battery cap was used for testing. The pump battery compartment was noted to be cracked at the threads and below the grip pad. The test battery cap was unable to fully tighten to the pump. The pump successfully exercised for 24 hours without power interruptions or alarms. The pump was opened and no evidence of moisture or loose components was observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.